Manufacturer narrative:
Other relevant device(s) are: brand name: micra / model #: mc1avr1-delsys / expiration date: 14-mar-2023 / serial#: (B)(4) / UDI #: (B)(4). Device available for evaluation: no. Mfg date: 18-oct-2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure of a leadless implantable pulse generator (ipg), the patient experienced a drop in blood pressure, cardiac perforation, pericardial effusion, and died from the sequelae of cardiac perforation during surgery. It was also reported that post crossing the tricuspid valve and leadless ipg and it delivery system (delsys) seemed to be caught and not able to move. The physician then pulled back on the leadless ipg and its delsys and rotated with clock wise movement and then broke free from entanglement. The leadless ipg and its delsys were advanced towards the right ventricular (rv) septum and on first deployment, with good visibility, there was no ventricular capture at high thresholds. On recapture, a second deployment was executed at the high septal wall position, with good visibility, where parameters were not satisfactory. Diagnostic testing/troubleshooting was performed. At this point the patient blood pressure dropped drastically. The leadless ipg and its delsys were attempted/not used, recaptured/removed from the patient and the implant procedure was abandoned. The anesthetist worked to stabilize the patient. An initial echocardiogram did not reveal an effusion. Cardiopulmonary resuscitation was initiated, with multiple cycles of chest compressions. The patient had multiple blood transfusions. The patient was stabilized and sent to computerized tomography (CT) for imaging. The surgeon performed a sternotomy on the patient to determine the cause of bleeding and he stated that the cause was perforation. The patient died during the sternotomy.

Manufacturer narrative:
Correction: h6 for delivery system. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.